Event description:
It was reported that during a navio assisted tka surgery the navio bone screw driver had an internal damage and won't capture pins. The procedure was completed, without delay using journey ii pin driver to remove pins. No patient injuries and no other complications were reported.

Manufacturer narrative:
H3, h6: the device (pn 110164), used in treatment, was not returned for investigation. Thus, visual and functional inspection could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. We were not able to confirm if there was a relationship established between the reported event and the device. A factor that could have contributed to the reported issue is mechanical component failure. No further action is required at this time. If the device is returned in the future, this investigation will be reopened.